Event description:
The resident was lifted from the ground with a ceiling lift and a clip sling. During the transfer, a clip of the left side of the sling went loose. The resident slipped out of the sling and fell on the floor, from a height of about 80cm. A doctor assessed the resident and diagnosed a mild concussion.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR¿s sales and service unit subsidiary division, not a direct employee of the MFR. Add¿l info will be provided following the conclusion of the MFR¿s investigation.